Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01599 /-01600 /-01601 /-06259).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient alleges patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels. Additional information from patient¿s legal counsel reported patient allegations of metal poisoning and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain, difficulty ambulating and a loose acetabular component. Revision operative report noted the presence of osteolysis, metallosis, fluid, metal debris, psoas abscess containing metal debris, modular head was cold-welded and could not be removed, fracture of the trochanter, and a defect in the anterior column. All components were removed and replaced with competitor¿s components.